Event description:
One endeavor sprint drug-eluting stent was implanted in the mid lad. Stent thrombosis is reported to have occurred 16 days post initial stent implant. Associated clinical signs and symptoms were reported to be angina & ischemic ECG changes. Patient was taking antiplatelet therapy 24 hours prior to the event. A revascularization was performed as a result. Investigator has indicated the event was related to study stent.

Manufacturer narrative:
Evaluation codes, results: thrombosis. Other, secondary intervention.